Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a shaft fracture occurred. The target lesion was in the common bile duct and common heptatic duct. A 10x60mm wallstent rx biliary stent had been deployed in the target lesion. During withdrawal, the "internal stylet" became "snagged on something within the biliary system". The physician pulled "harder" on the delivery catheter. The "internal stylet" detached from the delivery catheter and was "left in the duct". The procedure was completed with this device. There were no additional pt complications reported with the pt's condition listed as "fine". The physician was reportedly planning on making an retrieval attempt " in a couple of days".

Manufacturer narrative:
Device analysis: the complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.